Event description:
It was reported that the following issue was observed on the device: "error code 200.6120, 200.1200, 200.1060". Additional notes provided by the facility¿s clinical engineering support services include: "all of those error codes mean that the logic board has died and needs to be replaced. In the process of replacing it I noticed that the right iui was corroded, both of the pressure sensors were old, and that the grounding strap on the bezel assembly had broken. So I ended up replacing the logic board, the right iui connector, both of the pressure sensors, and the bezel assembly. I recalibrated the unit, ran it through all of its pm tests, and ran it through a 50 ml infusion of distilled water with no issues." Reported problem cause description: "mechanical - electrical". There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.